Manufacturer narrative:
(B)(4).

Event description:
The patient had 2 deep brain stimulators. The hcp turned the right deep brain stimulator on. The device would be off at the next interrogation. The patient did not have a patient programmer. The deep brain stimulator appeared to turn off by itself. When impedances were checked on the right-sided device, the patient would feel the response on the right side of her body. The left deep brain stimulator therapy amplitude was set to 4.0 volts. When the patient was next seen, the amplitude was 2.8 volts. The patient did not have a programmer, so this was an unexpected change. The hcp reprogrammed the device to 3.0 volts. Reference mfg. Report# 3007566237201101116. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.